Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 126mg/dl. The caller stated the insulin pump alarmed during the manual prime process. While reviewing the alarm history it was found a button error alarm. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. No button error alarm or any other alarm noted. The device had a scratched display window.